Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared a temperature alarm while charging. The customer's blood glucose level was 180 mg/dl. The pump was not within abnormal temperature conditions. Reportedly, the customer cleared the alarm and resumed insulin delivery.